Manufacturer narrative:
Two samples of product 2426-0007 were submitted for quality evaluation. One of the samples was connected to an unknown secondary infusion set. The first sample of 2426-0007 was connected to an unknown secondary set and was primed with water. A simulated infusion was conducted with this sample at a rate of 125 ml/hr for 1 hour. There were no issues of leakage, air-in-line, or fluid blockage during the simulated infusion. The customer complaint of tubing defective / damaged and separation could not be confirmed on the first sample. The second sample was examined and there were no leaks or cracks identified in the tubing. A simulated infusion was conducted with this sample at a rate of 125 ml/hr for 1 hour. Specific attention was made to the upper pumping segment fitting where the customer stated, " cracked/came apart where it sits at the top of the chamber, where the blue plastic piece meets the tubing." The customer complaint of tubing defective / damaged and separation could not be verified with the second sample based on their description of the issue and examination of the sample. A root cause analysis was not conducted because the reported failures could not replicated on the samples submitted. A device history record review for model 2426-0007 lot number 25045552 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter: [during use] while running as IV drip, hole & leakage was found.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.